Event description:
Philips received a report that a metallic object entered the MRI area and an attraction incident occurred and there were two individuals involved. The nurse's arm was injured and that the patient fell from the table due to this issue. It was reported, the nurse "got into the mr room with a metal device and got her arm trapped towards the magnet". X-rays were done to confirm that there were no fractures. She was given pain medication and trauma monitoring, stable patient. Arm immobilized with a splint. It was reported the nurse recovered and discharged. It was reported digital photos of the injury are not available.

Manufacturer narrative:
The additional information via good faith efforts was reviewed. It was reported, ". "A patient who was on the patient table apparently had an anxiety episode, someone on the service call the nurse with blue code. And the nurse entered the mr room with a metal cart. A digital photo was provided which depicts the metal cart. The nurse was admitted to the hospital on (B)(6) and discharged on (B)(6) 2025. The nurse received oral pain medications/analgesics and the injury was to the left arm. The soft tissue injury was described as " hand crushing, hospitalization was decided for monitoring, x-ray was performed with no fractures involved, and there¿s no information of any other diagnostic images to analyze soft tissue injury". It is reported the nurse is not often near mr systems. The system was required to be quenched to release the nurse. Medical records were received (written in spanish) for the nurses work injury. Additional information provided includes, the nurse was given versed oral and IV, IV normal saline, IV torodol, IV diclofenac, ... She had skin lesions/erosion/abrasion to her left palm and fingers cleaned and wrapped with gauze, all labs including cardiac labs h&h etc were normal, she had severe pain and needed pain control/medication/ monitoring. Based on the provided information there is no indication of a malfunction of the MRI system. It is a known issue that no magnetic materials should be brought into the examination room. Based on the information available, the cause of the reported problem was a user error.